Event description:
As reported by the field clinical specialist (fcs), during prep of a 29mm sapien 3 valve, while on the back table, it was noticed that there was a moveable piece of black debris on one of the leaflets. An alternate valve was prepped and used without patient harm. The fcs noticed it along the inside of one of the leaflets once it was in my second bowl of washing, so was not sure if it was something inside the re-sterilized metal bowl or not.

Manufacturer narrative:
Investigation is ongoing. H3 other text : not yet returned

Manufacturer narrative:
The returned device was visually examined for any abnormalities and the following was observed: one black particulate found on leaflet cp2 inflow side. Particulate was approximately 2mm in size. The complaint for particulate noticed during valve preparation was confirmed based on returned device evaluation. A review of device history record, lot history, complaint history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Material analysis was performed on the black fiber and the sample spectrum of the black fiber is consistent to polyacrylamide like material. Process walkthrough was performed by manufacturing to ensure none of the materials, fixtures or tooling used matches black polyacrylamide like material and there were no matches observed. Additionally, during the manufacturing process, all sapien 3 valves are 100% visually inspected for defects. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. No labeling/instructions for use deficiencies were identified during evaluation. As reported, "during prep of a 29mm sapien 3 valve, while on the back table, it was noticed that there was a moveable piece of black debris on one of the leaflets. An alternate valve was prepped and used without patient harm. The fcs noticed it along the inside of one of the leaflets once it was in the second bowl of washing, so was not sure if it was something inside the re-sterilized metal bowl or not". In this case, the black fiber was not observed upon the jar open, and it was found in the rinsing process in second rinsing bowl, so the black fiber/debris was likely introduced during device prepping process. As such, available information suggests that procedural factors (device preparation handling) may contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. As a precautionary measure, an awareness communication was performed.